Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was unable to verify battery out limit due to button/keypad anomaly. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump alarmed battery out limit and button error. Customer's blood glucose reading was 93 mg/dl. Troubleshooting was done for keypad, button, and battery issues. Advised discontinuation of the insulin pump. Nothing further reported.